Event description:
Healthcare professional reported rupture against right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture against right device. Device has been explanted.

Event description:
Healthcare professional reported rupture against right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, green mold like in the surface of the shell, crease fold and opening. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact and non-penetrating nicks."